Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found no defects. During functional testing no problems were detected, the sample passed the test. The complaint was not confirmed. Root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that when the ett was connected to ventilation circuit, cuff started to leak. Extubated the patient and intubated with new (checked) ett and kept the cuff pressure gauge attached to the tube throughout operation. When cuff pressure gauge was removed the cuff started to leak and it didn't help to fill cuff manually with syringe. Patient was extubated. No visible faults were detected. No adverse patient effects were reported by the customer. Three complaints represent the same patient; (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.